Manufacturer narrative:
The compressor assembly was returned for investigation. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed smoke coming from the back of the cell-dyn sapphire analyzer during operation. The customer contacted an abbott field service representative and was instructed to power down and unplug the analyzer. No sparks or fire was observed. Field service replaced the compressor assembly to resolve the issue. The customer stated there were no injuries due to the smoke.

Manufacturer narrative:
The investigation included review of product historical data, labeling, consultation with technical services specialists, and inspection of the returned compressor assembly. Historical data review did not identify a product issue. Inspection of the returned compressor found that the run capacitor opened up, and the plastic housing melted a little which may have caused a burning smell and smoke. The returned cell-dyn sapphire compressor assembly wires were inspected for any cuts or breaks and none were found. The movement of the vacuum and pressure pump heads were inspected for binding by turning the fan blades. Both sides of the pump moved freely with no binding found. Inspection could not determine what caused the capacitor to fail. The cell-dyn sapphire system operator's manual, section 8, hazards, provides helpful information, safety guidelines, and warnings related to electrical hazards. The risk management file for the cell-dyn sapphire indicates that system components are potential sources of smoke, burns, or fire; however, controls in place to reduce the risk are over-current protection, fusing, covers, safety interlocks, and fuse labeling. The investigation concluded that there was no product deficiency identified for the cell-dyn sapphire, list number 08h00-01 and the compressor assembly, list number 8921274704, related to the complaint incident.